Event description:
An impella cp device was inserted into the right femoral artery in a 80-year-old male patient with a past medical history of coronary artery disease (cad), cerebrovascular accident (cva), hypertension, prostate cancer, dialysis, chronic obstructive pulmonary disease (copd)/emphysema, and deaf. The patient was presenting in scai stage b shock, prior to initiation of support. The impella was inserted for ventricular support for a protected percutaneous coronary intervention (pci). During the procedure, the impella was inserted with resistance, so shockwave treatment was performed to improve the passage of the device. During the pci, the patient developed frothy sputum and coffee ground emesis. The patient was intubated for respiratory support. Heparin and integrillin were stopped, and protamine 50mg (anti-coagulation reversal) was given. The patient received 2 units of packed red blood cells (prbcs). The activated clotting time (act) was 262. The impella was left in place and the automated impella controller (aic) had an impella in aorta alarm. The impella was advanced, and when in the left ventricle (lv), the placement signal (ps) was lost, and a controller failure alarm displayed on the aic. The ps signal reappeared, but the alarm was off. The decision was made to swap aic consoles. The following day, the impella was successfully weaned. The post-procedure outcome is survived at explant. The automated impella controller will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange however the exchange was performed with no consequence to the patient and support. High-risk interventions require intense blood thinners, increasing the risk of active bleeding. Bleeding is also a known risk due to the impella's anticoagulation and purge requirements. Bleeding is listed as a potential adverse event, and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.